Event description:
Surgeon was using wire cutters and they snapped.

Manufacturer narrative:
Investigation in progress but not yet complete.

Manufacturer narrative:
During investigation it was seen that a part of the scissor was broken. The fractured surface had appearance of an intercrystalline forced rupture caused by overloads. Furthermore, a secondary crack on the cutting area of the broken fragment was also visible caused by too high bending forces. Material debris was also visible. The root cause for the reported event can be attributed to a user related issue of bending overload. No indications were found for any systematic, material or manufacturing related issue.

Event description:
Surgeon was using wire cutters and they snapped.